Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) npi. 600.6835 error after rear case was replaced. Had bio med reseat the cib board and wireless network card from a known good unit. Error still occurred. Told bio med to try a known good cib board and if that didn't work would have to replace the logic board. Mike decided to send in under flat rate repair. Will get a po and call back for a RMA. (B)(4).